Event description:
The patient reported charging issues between the implant and the external equipment. The doctor decided to revise the pocket site, due to the implant being too deep. During the procedure, the implant was unable to charge. The patient's system was explanted and replaced with a new advanced bionics spinal cord stimulator.